Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 465 mg/dl. Customer had high blood glucose because her insulin pump was not working it was showing blank display. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.